Event description:
Received information the patient suffered a fall in (B)(6) of 2010. Since the fall the patient has had a loss of therapeutic stimulation. Patient is having a surgical revision and manufacturer's representative was asking if the ins should be replaced as well. Manufacturer's technical services replied the ins has outlasted it's predicted longevity of 49 months so it seemed a prudent move to also replace the ins. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).